Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, he explanted an iol due to monocular diplopia. The association between this event and the iol is not known. Additional information has been requested.